Event description:
It was reported that during a supply change using a teflon infusion set with 23-inch tubing, the user performed fill tubing and reached approximately 70 units without seeing drops, then observed fluid leakage from the cartridge at the plunger end; the cartridge was identified by lot 32903, and the user subsequently replaced the cartridge and successfully completed the supply change without alerts or alarms. Symptoms included no adverse clinical effects, and blood glucose remained stable at 127 mg/dl. Outcomes included no interruption of therapy after successful replacement, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education, visual inspection by the user of the cartridge during fill, and replication of the procedure with a new cartridge. Investigation of this case revealed a leaking cartridge consistent with a product quality issue at the cartridge plunger interface, which resolved with use of a new cartridge. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cartridge consistent with manufacturing or assembly variation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.